Event description:
I had the essure procedure done (B)(6) 2010. Over a period of a year, I noticed extreme fatigue, weight gain, metal taste in mouth, low grade fevers and unexplained rashes. In (B)(6) 2013, I was taken to the ER with extreme abdominal pain. The devices have both moved with one migrating out of my fallopian tube.